Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the stability sleeve was used throughout the case. Product performance was fine until swab was taken out of the sleeve. After this point gas leakage could be heard through seal. No action was taken and product discarded after use. There were no adverse consequences for the patient.